Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a spark was observed emanating from a crack in paddle set cord, causing the device to power off. The complainant indicated that there was no pt involvement in the reported malfunction.